Manufacturer narrative:
H10: the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, a second v60 was immediately available, and there was a short delay during the swap. The biomedical engineer (bme) reported to the remote service engineer (rse) that the device powered down while in use. The rse went through the device log but could not find any error codes related to the device powering down. Per good faith effort (gfe) response received on 28-nov-2023, the bme could not confirm or duplicate the reported issue as the log did not indicate that the device powered down, and a functional check did not indicate any faults. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the device powered down. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The biomedical engineer (bme) reported to the remote service engineer (rse) that the device powered down while in use. The rse went through the device log but could not find any error codes related to the device powering down.